Manufacturer narrative:
Pr: (B)(4). MDR. Bd was unable to perform a thorough investigation as no sample, lot or batch number were provided. A follow-up will be provided if additional information is received. Procode: fqh (lavage, jet) and fro (dressing, wound, drug).

Event description:
It was reported that a burning sensation on exposed skin, skin irritation, or rash that required medication was observed, not device related.